Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's frailty and them picking at the incision. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. As of on (B)(6) 2025, the patient experienced a suspected infection with inflammation and pus discharge. As of on (B)(6) 2025, in the opinion of the physician, the infection was a surface infection at the ipg location that will resolve without a need for explantation, and that the infection was caused by the patient being very frail. The patient was prescribed oral antibiotics. However, an ipg and partial csl explant occurred on (B)(6) 2025, and the patient remained on oral antibiotics and was transferred to hospice. In the opinion of the physician, the patient had been "picking" at the device which did not allow it to heal properly. The patient passed away on (B)(6) 2025; however, in the opinion of the physician, the death was not related to the infection.